Event description:
Procedure: bronchoplasty and lung resection. According to the reporter: after surgery, the patient's condition worsened. An air leak was detected from the staple line which was repaired during a second surgery. The patient's status was reported as under observation.

Manufacturer narrative:
(B) (4).